Event description:
A customer contacted beckman coulter, inc. (Bec) and reported receiving one leaking bottle of access wash buffer ii in a box of four 1950 ml bottles. Approximately half of one bottle leaked but was absorbed by the shipping container and packing material in the box. Msds was reviewed, and the facility has an exposure control plan in place. There was no report of an effect to patients or end users in association to this event. Medical attention was not sought.

Manufacturer narrative:
The customer stated one bottle of access wash buffer ii leaked in transit. The customer notes the shipping container did not have information on it like "this side up" and that the product may have shipped upside down. Due to the volume of liquid which can leak from the bottle, there is potential for it to reach the floor and have the customer/user come in contact with it. Therefore, the leak should be considered a potential slip hazard. No clear root cause could be determined for this event. Bec identifier for this complaint is (B)(4).